Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they heard beeping and wondered if it was coming from the implanted cardiac resynchronization therapy defibrillator (crt-d). The tones fit the patient alert criteria. The patient also indicated it ¿feels like a baby is kicking me on my left side¿, and that the device has been adjusted several times. The device is still in use. No patient complications have been reported as a result of this event.